Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger product ID 97755 serial# (B)(6): product type recharger h3: analysis of the 97755 rechargers (rtm) (s/n (B)(6) revealed a no device found message. Analysis of the 97755 rechargers (rtm) (s/n (B)(6) revealed that cable insulation is peeling away at donut end and wires are exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97715 ( (B)(6) ); product type: 0197-implantable neurostimulator. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: (B)(6) ); product type: 0213-recharger brand name intellis; product ID 97755 (serial: (B)(6) ); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient said for about 2 months they have been having problems with both of their rechargers (rtm). Patient said they are getting rm03 on both rtm. Patient said the recharger wire is getting too hot and they are smelling rubber burning on both recharger cords. Agent asked if there is visible damage on the rtm and patient stated the rtm looks worn out. An email was sent to the repair department to replace the both rtm devices.